Event description:
In the year 2000, I was diagnosed with cancer and received a "port-a-cath l70888" in my left arm. When removed in 2001, I asked to retain the device. I did soak the device in bleach at that time to sterilize and remove tissue. I would periodically look at the device. Today I was showing it to my son and noticed a thin layer of the outer shell- a type of plastic- was peeling off from the port. I do not know if this is a concern for the product's shelf life or not, it has not been stored in any kind of protective packaging. I did feel it should be brought to your attention. The body grows a capsule that attaches to this item while it's in human tissue. If this flaking of the outer shell is a result of device deterioration over 7 years; my concern would be its affect on a cancer pt. If it's the result of deterioration from being exposed to air and handling, then it probably is not an issue. My port-a-cath was used for chemotherapy treatments for 6 months using f5u, cytoxin, methotrexate along with other drugs for nausea etc.dates of use: 2000-2001. Diagnosis or reason for use: breast cancer, chemotherapy treatments.